Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white contamination (possibly simethicone) in the air/water channels. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation found the adherence clogging of the material in the air/water channel, but could not identify the material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that that reprocessing was not conducted properly due to leakage from the device. Subsequently, the material was possibly not eliminated. However, a definitive root cause as to why the material remained in the device could not be determined. Occurrence of the event can be detected/prevented by handling the device according to the following IFU. Detection methods are written in IFU: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.